Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer called to report that they are experiencing high blood glucose levels. Customer reported that the insulin pump alarmed no delivery during the prime procedure. However, as a result of troubleshooting, changing the reservoir resolved the issue. Customer treated high blood glucose levels with an insulin pump bolus. Customer's blood glucose reading ranged from 200 to 400+ mg/dl. Customer reported they have contacted their health care professional regarding the unexplained high blood glucose. Replacement product is being sent.